Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05097. It was reported the pt's paddle lead and percutaneous lead were explanted and replaced due to inadequate coverage. The replacement devices resolved the pt's issue.

Manufacturer narrative:
Results - the product was received incomplete. A microscopic inspection was performed on the lead segment and no damage to the body or wires were noted. Dc resistance testing of the returned lead segment did not find any electrical opens between the electrodes and the cut end of the lead segment. Continuity testing of the segment did not find any electrical shorts between electrodes on the stimulation end. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.